Manufacturer narrative:
Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of osteocentric technologies quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a 2.5mm calibrated drill bit part #110040 lot# dal008 was used to drill 3 pilot holes in the pelvis. On the third hole the drill bit tip broke off in the patient. The surgeon indicated he used a new drill and proper screw fixation proceeded. The surgeon indicated that he was using the drill outside of normal use. The remaining portion of the drill bit was discarded and therefore could not be returned for investigation.

Manufacturer narrative:
UDI releated data quality updates, product information update, initial reporter updates, & report source update: this follow-up report includes the addition of the brand name, model number, full UDI, and 510(k) number, which were missing from the initial report. The lot # and manufacturing date are on the device label, but are not on the label as a pi. This report specifies that this is not a combination product. This report corrects the manufacture date. Additionally, this report updates the initial reporter information to the physician who initially reported the issue and includes the report source of how the issue became known by osteocentric technologies, inc.